Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left skin sparing mastectomy and axillary node dissection, diathermy tip malfunctioned which resulted in two full thickness diathermy burns to the left upper chest wall that were excised and closed.